Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# :va1zjzb, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor shortly after the implant the patient see's a toilet and can't control her urine. Once pt notices she has to urinate she can't control it. Pt can't do nothing without wearing a pad 24x7. As for action taken to resolve this, she had to be rewired. They removed the existing lead wire and installed a new lead wire. No further complications were noted or anticipated refer to related pe (B)(4) effecting their bowels negatively.